Event description:
It was reported that the pump alarmed air-in-line during administration of packed red blood cells (prbc). The rn noticed there was "air in the chamber" and rn had to reprime tubing to get air out of the line. Patient reportedly was unable to receive the blood transfusion volume due to the issue. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.